Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis wear abrasion, stress marks and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". And later reported capsular contracture, baker grade ii. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, h.6.

Event description:
Healthcare professional reported "deflation". And later reported capsular contracture, baker grade ii. This record is for the right side. Device has been explanted.